Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has a broken screen. There were no injuries.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and upon inspection of the unit it was being found that the "signal cable" behind the "monitor screen" was loose from moving the iabp machine which is making it impossible to see the screen therefore only it must be thoroughly checked and corrected. The following items are being found from this unit while evaluated by the fse which are:- 1) hour meter: 11,242 hrs 2) exp hours: 9,526 hours 3) exp date: 16/7/2024) exp battery: 16/7/24 5) software version: q00i , q00d. After that the fse had fixed the signal cable behind the monitor screen. Fse had also further checked all systems of the iabp machine which turned out to be under the normal state. Than the fse had further tested the usage of a machine and it works. These are expired and deteriorated parts as follows: 1) safety disk expires 1,000 hours or 2 years, 1 piece. 2) complete pm kit 5000 h (air pump maintenance kit), 1 set. 4) all 4 iabp wheels are worn out. 4) battery for iabp deteriorates and expires in 3 years.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).